Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were air bubbles in the reservoir that were 2-3 centimeters in size. The patient's blood glucose at the time of incident was 102 mg/dl. The insulin had not been stored at room temperature. The reservoir was not returned for analysis.